Event description:
A report was received that the patient was experiencing inflammation of thread (twist) on ipg cut. The patient was admitted to the hospital and given medication. The patient was discharged and the issue resolved.

Manufacturer narrative:
Additional information was received that the suture area from the previous pocket revision (MFR report: 3006630150-2012-02303) was inflamed. The patient was prescribed oral ciprobay antibiotics.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient was experiencing inflammation of thread (twist) on ipg cut. The patient was admitted to the hospital and given medication. The patient was discharged and the issue resolved.

Manufacturer narrative:
Additional information was received that the patient's symptoms included redness and slight bulging at the ipg site. The pocket area was emptied and the patient was given oral antibiotics. The event has resolved without residual effects.

Event description:
A report was received that the patient was experiencing inflammation of thread (twist) on ipg cut. The patient was admitted to the hospital and given medication. The patient was discharged and the issue resolved.

Event description:
A report was received that the patient was experiencing inflammation of thread (twist) on ipg cut. The patient was admitted to the hospital and given medication. The patient was discharged and the issue resolved.